Event description:
A pt was walking in the hallway of his house, when the rollator collapsed and folded together as a result of the folding hinge not being fully locked. The pt got trapped inside the rollator for approx one hour and could not set himself free. After that, he was able to press his medical alert button to have an ambulance dispatched to his house. As a result of being trapped, the pt cut open his wrist and elbow on the device that raises and lowers the handles. He was transported to the hospital and got 7 stitches. His wrist and elbow were x-rayed, but no breaks were identified. The pt had a very bad bruise from his shoulder through his upper chest. Identified of the labeling for this product states, "push the folding hinge down until it locks securely in the straight position". Visual examination of the sample revealed that the folding hinge was bent as a result of this incident. Based on this info, it appears that the incident occurred due to misuse of the product.